Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as having severe stenosis. It is likely that balloon material was damaged due to interaction with the lesion resulting in material rupture during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat the right common iliac artery with severe stenosis. The armada 35 balloon percutaneous transluminal angioplasty catheter, which was prepared per the instructions for use, was advanced and inflated once to 7 atmospheres when a rupture occurred. An unspecified same size device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.